Manufacturer narrative:
Additional information received from the customer confirmed that there were no known adverse events or harm to a patient. The assignable cause of the failure was not confirmed due to the logs from the time period indicated being no longer available. This issue will continue to be monitored. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. Revised information contained in the supplemental report includes the following: on 6/3/2016: new information received by manufacturer.

Manufacturer narrative:
Merge healthcare is continuing to evaluate this allegation to determine if any corrections or corrective actions are required. Depending on the results, a supplemental report may be submitted.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 04/1/2016, merge was notified that on an unknown date, studies were marked read and the reports were approved, however, no dictation or reports were found. Merge support was able to recover all but 2 reports, which had to re-read and re-dictated. However, a cause of the issue could not be determined since the reports were older, and no logs could be reviewed. There was no reported adverse event to a patient. However, a missing report has the potential to delay patient treatment and/or diagnosis, especially if the physician or health care professional is not aware that the report is missing. Further information is needed to clarify this event. If additional information is received, a supplemental report will be submitted. (B)(4).